Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a missing electrode on the sensor. Customer stated that the sensor was removed, but no electrode was found. Customer's physician suspects that the sensor was interfered and the electrode may still remain inside the patient's body. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.